Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to a defect in the balloon. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff, pump and balloon were visually and microscopically examined, and leak tested, and the balloon was also functionally tested. No anomalies were found with the cuff or pump. Functional testing of the balloon revealed that the measured pressure was higher than the specification. Based on the information available and analysis results, the functional problem identified in the balloon could have caused or contributed to the reported clinical observation of mechanical non-conformance.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to a defect in the balloon. There were no patient complications.